Manufacturer narrative:
No incorrect or erroneous results were reported as a result of this incident. There was no risk present at the time of the incident. There was no harm to any patient. The root-cause could not be confirmed although the most probable root cause is associated with antibodies being weak and/or at the detection limit of the technique and reagents used.

Event description:
Customer contacted cts to report false negative result on provue analyzer for a patient dat testing. After obtaining 1+ result on provue for dat using poly gel card lot# 083016005-01, customer reports that for igg portion of dat test was tested twice using igg gel card lot# 111716001-15 and provue issued grades of negative and ? Flag. Customer then tested same sample for igg portion of dat using manual gel on bench, with same igg gel card lot, and obtained weak positive reaction. Qc for all reagents deemed acceptable. Customer uses homemade qc for dat testing. Patient is adult, with antibodies present. Physical appearance of gel cards before testing ok. Sample was centrifuged prior to testing. C3 component of dat testing in tube method was negative. False negative result occurring only with igg portion of dat testing on provue, negative and ? Grades were obtained, while in manual gel, customer obtained weak pos result. Customer is washing red cells using automated cell washer. No erroneous results reported out to clinician.